Manufacturer narrative:
Product will not be returned for eval to confirm if any malfunction or product condition existed that could be considered to have contributed to this event. The qualification records were reviewed and the lot was found to have met all acceptance criteria. In the event that there was a product-related malfunction contributing to this event, insulet has taken multiple actions to correct and prevent defects that may result in a pt receiving reduced levels of insulin.

Event description:
On (B)(6) 2011, the pt's mother stated that on (B)(6) 2011 at 12:48 pm the customer started vomiting and it continued into the night. Mother took the customer to the hospital where he was admitted into ICU with blood glucose 350 mg/dl, with moderate ketones and diabetic ketoacidosis. She reported that the doctor was convinced it was the pod that was the cause for the hospitalization because others had malfunctioned out of the same box. The hospital threw away the defective pod. No specific failure mode was observed by the rptr.